Event description:
On (B)(4) 2013 it was reported that the vns patient underwent a generator replacement on (B)(6) 2013 because the physician was unable to interrogate the patient's generator at the last clinical visit on (B)(6) 2013. The hospital reported that the explanted generator could not be returned to the manufacturer for product analysis. A battery life calculation was performed which showed 1.73 years remaining until eri=yes. The manufacturing records for the generator was reviewed, device met all specifications prior to distribution. It was confirmed that the physician's two programming systems are functioning properly and have successfully interrogated other vns patients since the clinical visit on (B)(6) 2013. Good faith attempts for further information from the physician were unsuccessful. It is unknown if the generator is at end of service and if that is the cause of the failure to interrogate on (B)(6) 2013.